Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6)2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. Date of issue is an approximation. After the sensor was inserted, the patient started to experience inflammation, red welts, hives and itchiness and removed the sensor the same day. After the sensor was removed, the skin began to turn red, became puffy and irritated. It was indicated that the patient stopped wearing the dexcom system and the affected area began to heal. The patient's mother went to see the doctor on (B)(6) 2017 regarding the patient's skin reaction; however, the doctor did not provide any treatment for the patient. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.